Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes premature end of life. The battery impedance was above 27 kohms and the next day there was no output.